Manufacturer narrative:
Preliminary analysis of the returned device didn't reveal any anomaly.

Event description:
Reportedly, during a regular follow-up of the subject ICD performed on (B)(6) 2014, 4 shocks were confirmed in the memory delivered on the previous week for vf episodes. A big fluctuation was confirmed on ventricular lead impedance curve. It decreased down to around 200 ohms possibly at the time of shock delivery. Egm episodes were checked in arrhythmia screen and it was confirmed that all 4 shock therapies were due to noise sensing on ventricular side. Since no noise was observed on atrial side, inappropriate shocks related to ICD lead failure was suspected. ICD lead impedance, rv and svc coil continuity were all normal. No anomaly was found on threshold and r wave amplitude as well. Noise was not appeared during some tests ; however, it was reproduced on ventricular side when the patient bent forward. According to the patient, he was bending forward at the time of shocks delivered last week. On x-way photo, ICD lead migration was not confirmed. Damage was also not identified. Ventricular sensitivity was changed from 0.8 mv to 2.0 mv, and vf persistence was changed from 6 to 10. The ICD was explanted on (B)(6) 2014 and will be returned for analysis. The sorin ICD ventricular lead was cut and remain in patient.

Event description:
Reportedly, during a regular follow-up of the subject ICD performed on (B)(6) 2014, 4 shocks were confirmed in the memory delivered on the previous week for vf episodes. A big fluctuation was confirmed on ventricular lead impedance curve. It decreased down to around 200 ohms possibly at the time of shock delivery. Egm episodes were checked in arrhythmia screen and it was confirmed that all 4 shock therapies were due to noise sensing on ventricular side. Since no noise was observed on atrial side, inappropriate shocks related to ICD lead failure was suspected. ICD lead impedance, rv and svc coil continuity were all normal. No anomaly was found on threshold and r wave amplitude as well. Noise was not appeared during some tests ; however it was reproduced on ventricular side when the patient bent forward. According to the patient, he was bending forward at the time of shocks delivered last week. On x-way photo, ICD lead migration was not confirmed. Damage was also not identified. Ventricular sensitivity was changed from 0.8 mv to 2.0 mv, and vf persistence was changed from 6 to 10. The ICD was explanted on (B)(6) 2014 and will be returned for analysis. The sorin ICD ventricular lead was cut and remain in patient.

Event description:
Reportedly, during a regular follow-up of the subject ICD performed on (B)(6) 2014, 4 shocks were confirmed in the memory delivered on the previous week for vf episodes. A big fluctuation was confirmed on ventricular lead impedance curve. It decreased down to around 200 ohms possibly at the time of shock delivery. Egm episodes were checked in arrhythmia screen and it was confirmed that all 4 shock therapies were due to noise sensing on ventricular side. Since no noise was observed on atrial side, inappropriate shocks related to ICD lead failure was suspected. ICD lead impedance, rv and svc coil continuity were all normal. No anomaly was found on threshold and r wave amplitude as well. Noise was not appeared during some tests ; however it was reproduced on ventricular side when the patient bent forward. According to the patient, he was bending forward at the time of shocks delivered last week. On x-way photo, ICD lead migration was not confirmed. Damage was also not identified. Ventricular sensitivity was changed from 0.8 mv to 2.0 mv, and vf persistence was changed from 6 to 10. The ICD was explanted on (B)(6) 2014 and will be returned for analysis. The sorin ICD ventricular lead was cut and remain in patient.